Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2 received of a non delivery with no pump alarm. In the physician's office, the device was programmed to deliver an unspecified oncolytic over an hour. When the nurse returned an hour later, she noted, "20 minutes worth" of solution was remaining. No audible alarm was noted. There was no reported adverse patient effects, though requested, no additional information was provided.